Manufacturer narrative:
PMA/510k: this report is for an unknown fibulink/unknown lot. Part and lot number are unknown; UDI number is unknown. Complainant part is not expected to be returned for manufacturer review/investigation. Reporter is a synthes employee. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on an unknown date, the unknown fibulink syndesmosis repair system for an ankle fracture was faulty. The suture never fully exited the guide tubes and thus not allowing the device to close the syndesmosis when the knob was applied to the fibular button. The fibulink removal kit was used to remove the broken implant. It was unknown if there was a surgical delay. Procedure outcome and patient status are unknown. This report is for one (1) unknown fibulink. This is report 1 of 1 for (B)(4).